Event description:
The device was used during a right lung biopsy procedure. Reportedly, the instrument broke, was difficult to open, and a component disengaged. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.